Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 34x4mm, de novo target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. A 4.00x38mm promus element long drug eluting stent was selected to treat the target lesion. Upon unpacking, the physician noticed that the distal of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the crimped stent was stretched and pulled out over the tip section of the device. It was noted that the mid to distal end of the stent was stretched over the tip. The proximal to mid body of the stent was secured on the balloon and was not damaged. There was no evidence of any positive pressure having been applied to the balloon. No kinks were noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 34x4mm, de novo target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. A 4.00x38mm promus element long drug eluting stent was selected to treat the target lesion. Upon unpacking, the physician noticed that the distal of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.